Event description:
Caller reported cgm error 42 related to the use of a g7 sensor on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, but the error persisted, leading to the decision to replace the pump. The customer was informed about the pump replacement and given instructions for returning the problematic pump. The customer acknowledged the receipt of updated software training and was advised on steps to take upon receiving the replacement pump.